Manufacturer narrative:
Device not returned for evaluation. The part number involved in this incident is unknown all this time. Further investigation will be carried out and a follow up report will be issued if further information is discovered.

Event description:
It was reported that 2 sagittal blades broke during a total knee replacement. It was further reported that a broken piece fell into the femoral canal. It was reported that all broken pieces were retrieved.